Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of zosyn was noted to have separated and leaked where the fitment connects to the silicone segment of the tubing while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked where the fitment connects to the silicone segment was confirmed, however, the leak is due to a tear in the pump segment and not a separation. Visual inspection noted the silicone pump segment was completely torn from the upper fitment. Functional testing confirmed leaking from the tear between the silicone pump tubing and upper fitment. The root cause of the tear could not be identified.